Event description:
Patient underwent revision surgery for a femoral non-union on (B)(6) 2013. A broken 5.0 mm dynamic locking screw was removed without complication. Reportedly, the screw head popped off. It was broken in two pieces and both pieces were retrieved. It is unknown when it broke. A total of nine screws and one plate were removed intact with the exception of the one broken screw. The initial surgery date is unknown. A new plate and an unknown number of screws were implanted. This report is for an unknown dynamic locking screw. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date is unknown. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.